Event description:
A caller reported a cgm error 42 related to their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, which resolved the issue, allowing the caller to successfully start their sensor session without further errors.